Event description:
It was reported that the customer was hospitalized due to a diabetes-related issue while using the pump and related supplies for insulin therapy, and the highest recorded blood glucose level was 534 mg/dl. There was no injury related to the event. The suspected cause of the high blood glucose was linked to the continuous glucose monitor (cgm) issue, although this could not be confirmed. There were no observed issues with the cartridge, tubing, cannula, insulin, or the pump. To address the problem prior to the hospitalization, the customer bolused via the pump. The customer was admitted to the hospital and was treated with fluids of saline and insulin, which resolved the problem. No permanent damage was identified by healthcare professionals. The customer was released from the hospital on (B)(6) 2025.